Event description:
It was reported by service report that the brakes would not stay engaged from the pedal. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake linkage bar and pedal. Fifth wheel main spring.